Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 35 mmol/l with nausea, stomach pain, lassitude, fatigue, and high ketones. The reporter indicated that the insulin cartridge being used at the time of the event was expired and when removed the cartridge was noted to have leaked into the cartridge compartment. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error of using an expired insulin cartridge in the pump.